Event description:
The user facility reported that the angio-seal dilator was kinked upon using and the deployment was not successful. Manual compression was used in the end. Additional information was received on 09 nov 2022: the procedure was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The patient was stable.

Manufacturer narrative:
Patient identifier: not available due to personal data regulation in singapore. Age & date of birth: not available due to personal data regulation in singapore. Patient sex: not available due to personal data regulation in singapore. Weight: not available due to personal data regulation in singapore. Ethnicity: not available due to personal data regulation in singapore. Race: not available due to personal data regulation in singapore. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint could not be confirmed for a kinked locator/sheath since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).